Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on nov-2017 via medwatch # (B)(4). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. The foreign matter was identified to be grease in a non-fluid path area. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - complaint confirmed. Possible root causes - picked up grease during transfer from the mold press to the container. Came in contact with grease during assembly. (B)(4).

Manufacturer narrative:
Correction of initial MDR medical device type from: foz to: fmi.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle had foreign matter found in the hub. No serious injury or medical intervention noted.